Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 200 mg/dl at the time of incident. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The device was not returned.